Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified atrioventricular branch. A 2.25 x 24mm synergy¿ drug-eluting stent was advanced but device was caught in the calcified area of the lesion and was unable to cross. After several attempts were made, the proximal portion of the stent got lifted. The device was replaced with another of the same device. It was successfully delivered using a non-bsc guide extension catheter. The procedure was completed successfully. No patient complications were reported.